Event description:
Reportable based on device analysis completed on 09mar2015. It was reported that balloon rupture occurred. During procedure, a mustang balloon was used, however, the recoil was more than 70%. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon¿ catheter was then introduced. The balloon was inflated slowly, however, the balloon ruptured. The balloon was retracted into a sheath and was removed. A new sheath was prepared and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a lifted blade and shaft break.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination of the returned device observed a shaft break at 10 mm proximal to the proximal end of the balloon bond. There was evidence of stretching at both ends of the break. The shaft was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. A visual examination confirmed that approximately 4 mm of one blade and blade pad had lifted from the balloon's proximal body. The blade and pad were not detached and were raised distally. The three remaining blades were fully bonded to the balloon and no damage was noted to the blades. A visual examination of the balloon found no tears. As a result of the break in the shaft, it was not possible to inflate the balloon in order to confirm if any leaks were present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).